Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the guide wire was found to be bent and could not be advanced. There was no reported patient harm or consequence."

Event description:
It was reported that: "the guide wire was found to be bent and could not be advanced. There was no reported patient harm or consequence".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and advancer for analysis. Signs of use were observed on the guidewire. Visual analysis revealed the guidewire had three kinks within the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The guidewire kinks were measured at 111mm, 364mm, and 573mm from the proximal end. The overall length of the guidewire measured 600mm, which is within the specification limits of 594mm - 604mm per guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The kinks caused resistance when drawing the guidewire back into the advancer. However, the guidewire was able to pass through both components with little resistance at the undamaged portions. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through complaint investigation of the returned sample. The guidewire had three kinks throughout the body. The returned guidewire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the guide wire was found to be bent and could not be advanced. There was no reported patient harm or consequence".